Event description:
The home pt (hp) reported pain during drain while using the homechoice cycler for apd therapy. The hp reported that they carry 2000mls of fluid in peritoneum during the day, which is drained during the initial drain phase of the subsequent apd therapy using the cycler. The hp reported they were unable to drain this fluid out and had a drain volume of only 70mls. The hp experienced pain during the drain phase and noted that their effluent in the drain line was tinged with blood. The hp contacted baxter's operational support for assistance, at which time they discontinued therapy for the night using the cycler. Follow up with the hp's healthcare professional (hcp) reveals that the hp was admitted to the hosp after discontinuing therapy with the cycler. The hp's catheter was found to be wrapped around their intestines and was surgically removed. The hp has since received new peritoneal dialysis catheter and was discharged from the hosp. According to the hcp, the hp has been temporarily switched from peritoneal dialysis to hemodialysis therapies.